Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos, detected on (B)(6) 2023. The ICD was implanted for 85 months and 123 charging cycles were recorded to the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that resulted in several shock deliveries, confirming the clinical observation. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction. In conclusion, in the available iegms the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
Device explanted due to eol from multiple shocks. Should additional information be received, this file will be updated.